Manufacturer narrative:
Balt USA's reference number: (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f210600283 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "after inserting the coil, the shape and location were unsatisfactory, so recapture was tried twice. When recapture was tried again, the coil did not move. When checked it was found that it was pre-detached." 05jan2022 update - additional information received from issuer: "during deployment of the complex super soft 3x8 coil, the loop kept coming out of the aneurysm. The microcatheter was inserted in and out 3 times. The coil did not move, and when checked, it was found to be pre-detached. The coil was left inside the microcatheter. The pusher wire of the coil was used to push the coil that was inside the microcatheter into the aneurysm. The coil remaining in the microcatheter was inserted into the aneurysm as much as possible, but the proximal part of the coil could no longer be inserted, so the same stent was deployed in the coil assistant stent (stryker atlas) that was previously deployed in the parent artery so that the coil loop does not injure the artery and procedure was finished. The final angio photo after the surgery shows the patient had no serious injuries."